Event description:
Carescape b850 monitor read: 1647, "weak pulsation"; 1649, 242/105; 1651, "weak pulsation"; 1653, 198/84. Clinically, the carotid pulse was bounding . About two months submitted an email to clinical engineering. Response from clinical engineering: checked monitor and patient data module (pdm), with 2 different simulators. Fluke prosim4 set at 150/100, the monitor read 157/100 and 158/102. With the simulator set at 200/150 the readings were 209/157 and 209/151. Using the simcube sc-4 simulator set at 190/120 the readings were 188/117 and 189/121. The monitor did alarm with the message nibp sys high when the systolic went above 180, because that was where the high systolic alarm was set at. I never saw any weak pulsation messages on the monitor. Regarding disposable cuffs - all of the critikon cuffs that we use in the or are disposable. Size was adult. Pt went in the room at 1619 when bp and other monitors were applied. Pt initial bp in the room was 230/102. The sequence that was captured started at 1647 and lasted until 1654. Same cuff/location/cable combination was in use before and after the sequence in question until 1847 when pt left the room. Same cuff/location, but different cable/monitor was used without issue in the vascular pacu. Comments from anesthesiologist: the questions here are not how to replicate these events. I don't expect that to ever happen with current technologies that are based on normal physiology and not an abnormal vasculopathy. My main issue here is to get the "weak pulsation" default error message to go away. I would rather the monitor say nothing than to mislead. Asset detail patient monitor: no issues with equipment except when the time on the monitor was incorrect and was corrected inspected annually, last inspected approximately 5 months ago; no issues. Asset detail report for patient data module: only issue since purchase csp - tested pdm, found that the bp connection was broken. Will call ge to send in for repair. - received back from ge, replaced rfid. Last inspected one year ago; no issues. Approximately two months ago, ge was on site. Discussed the bp concern with clinical engineering. Ge was provided with the information and will get back with us once more information has been gathered for the "weak pulsation" alarm. Response received from ge and was told the causes for weak pulsation is one of three things. Wrong cuff size (also causes premature nipb pump failure); cuff placement; tubing on cuff "pinched." Response from anesthesiologist involved - we have documentation of "weak pulsation" alternating with documented blood pressures. Anesthesiologist verified that none of the three causes was in play during this event.